Manufacturer narrative:
H10: the removed touchscreen was returned to the philips product investigation lab (pil). The failure investigation (fi) technician confirmed the unit failed during diagnostics testing and during the operation of test step 3 in the service manual. The reason for the touch screen operation failures is due to the out of spec resistance reading noted during the resistance testing. It was also verified that the faulty touch screen showed an operation with misaligned touch points due to out of spec resistance measurements. However, the touch screen could be recalibrated with the use of the touch screen calibration tool noted in the diagnostics portion of the software. The touch screen then began to function as designed.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00198. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60, indicating that the touch position on the touch screen was out of alignment. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A touch screen calibration was performed in an attempt to resolve the issue but was unsuccessful. The touch screen was replaced to resolve the issue. The customer replaced the touch screen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.